Event description:
According to the medwatch (uf/importer report# 3400690000-2019-8011) "per staff report, the resident was attempting to place a femoral arterial line to the right-side groin. There was difficulty "passing the wire". The resident noted that the tubing holding the wire had split and the wire was bending during insertion".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer reports that the patient's condition was critical prior to arterial line insertion and no medical intervention required as a result of the reported issue.

Event description:
According to the medwatch (uf/importer report# (B)(4)) "per staff report, the resident was attempting to place a femoral arterial line to the right-side groin. There was difficulty "passing the wire." The resident noted that the tubing holding the wire had split and the wire was bending during insertion."